Event description:
Report from the customer indicates that they ordered and received 9 non-sterile cannula product. Upon closer review, they indicated they desired sterile product and received non-sterile product. There has been no reported patient involvement.

Manufacturer narrative:
Analysis: the returned devices were confirmed to be non-sterile product, labeled appropriately as non-sterile. Investigation reveals the customer did order and receive non-sterile product. However, the non-sterile product should not have been released to an end user customer. The model entered is the corresponding sterile product that is approved for distribution. Conclusion: the non-sterile product was shipped in error to an end user customer. As reported, no product was used for patient care. This issue will be reported to the district FDA office as a field action.